Event description:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. B94867) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes bilaterally with the essure devices. Concerning the injuries reported in this case, the following one/ones were described in medical records: dysmenorrhoea, dyspareunia, menorrhagia and adenomyosis". We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a consumer and describes the occurrence of dysmenorrhoea ('dysmenorrhea') in an adult female patient who had essure (batch no. B94867) inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced dysmenorrhoea (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), menorrhagia ("menorrhagia") and adenomyosis ("adenomyosis"). The patient was treated with surgery (total vaginal hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the dysmenorrhoea, dyspareunia, menorrhagia and adenomyosis outcome was unknown. The reporter considered adenomyosis, dysmenorrhoea, dyspareunia and menorrhagia to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: occlusion of the fallopian tubes bilaterally with the essure devices. Concerning the injuries reported in this case, the following one/ones were described in medical records: dysmenorrhoea, dyspareunia, menorrhagia and adenomyosis". Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.